Event description:
(B)(4). Another irregular period (currently 3 days late) . Sharp pains in abdomen. Cramping in low back on the right side. Light watery discharge with no odor. Severe bloating that has lasted past 2 weeks.